Event description:
The alarm in the pump did not sound notifying that the feeding bag was empty which resulted in air that was pumped into the patient. The patient experienced bloating as a result of the incident. There is a patient hazard since this patient is not able to swallow and as a result is fed by the tube feeding. This patient may have easily experienced aspiration due to the lack of swallowing ability. Event date provided above is an approximation. One patient involved.